Event description:
During follow-up, interrogation of the device was unsuccessful and no magnetic response was observed. The physician alleged premature battery depletion. Device replacement is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition and experienced no adverse health consequences.

Event description:
Additional information received indicated the device was explanted and replaced.

Manufacturer narrative:
The reported events of inability to interrogate and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information received indicated prior to device replacement the patient experienced fatigue and bradycardia and the device was not pacing.